Event description:
The pump was returned for evaluation. Upon investigation, the complaint has been confirmed. It was observed upon turning on pump that the fva pins weren't actuating during start up. Final acceptance test was conducted and while pump was in mock infusion an air in line alarm came on. No air was observed within infusion set up. An internal investigation was conducted to look for any broken parts or ingress within the unit. J12 connector for power cable for fva motor is rising off of the main pcba board. Main pcba will be replaced during repair. There was no ingress within the unit or on the set ID board. Set ID and bubble detector assembly will be replaced during repair.

Event description:
The following has been reported: brock pump sn (B)(6). Recurrent ail alarms with no evidence of air in line. Multiple sets tried. No patient harm. Preliminary evaluation of the logs showed the following: sensor hardware failure (downstream air sensor). An active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.